Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness. Review of merlin.net transmissions revealed that the implantable cardioverter defibrillator was in backup vvi mode. Programming changes were made. The patient was stable.